Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol marlex (bard flat mesh) on (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against the marlex (bard flat mesh). It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of implant. Upon medical record review, it was identified that a non-bd/bard mesh was implanted during the (B)(6) 2012 procedure, as such the medical records provided do not support the initial allegation that a bd/bard mesh was implanted during this (B)(6) 2012 procedure. Medical records do state that a "composite mesh with marlex and ptfe surface was removed" however, the records do not indicate the manufacturer or product name of the explanted device. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol marlex (bard flat mesh) on (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against the marlex (bard flat mesh). It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with the removal of mesh and implant of synthetic mesh. Per operative notes, "a large herniated sac was resected. The chronically inflamed composite mesh with marlex and ptfe surface was removed. A non-bd/bard synthetic mesh was placed." (Note: the mesh explanted during this procedure is unknown).